Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three days post the revision that had taken place to check for connector/set screw issue, the right ventricular (rv) lead trends and noise continue. The rv lead impedance trends were observed to be jumping erratically/fluctuating with oversensing noise on egms (electrograms). There was noise/oversensing noted on non-sustained high rate episodes. Because the physician was unable to determine which component in the system was causing the intermittent high rv lead impedance and oversensing the physician decided to replace the complete system. Therefore, the implantable cardioverter defibrillator (ICD) and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was varying right ventricular (rv) impedance, oversensing, and short v-v intervals attributed to a loose set screw on the patient¿s implantable cardioverter defibrillator (ICD). The ICD set screw was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.